Event description:
It was reported prior to using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes, the customer noticed that the blood collection line was misaligned on (1) tube. No patient impact reported.

Manufacturer narrative:
(B)(6). Investigation summary: bd japan received a sample and attached three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for defective marking was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode if defective marking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.